Event description:
On (B)(6) 2013, the reporter contacted animas alleging a dim display issue. The reporter stated that the screen appeared dim and scratched and that they had peeled off the original screen protector and it appeared better, however, the dim display issue remained unresolved. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the pump powered on with the returned battery cap to a dim, discolored display and was returned without a lens film. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.